Manufacturer narrative:
Spondylodesis l5 / s1 on (B)(6) 2020 with ucentum and tezo t in therapy-resistant lumboischialgia left. Renewed, pain-related presentation of the patient already 10 days after surgery, suspected malignant myeloma. Detection of a follow-up degeneration in july 2020. Revisional intervention due to degeneration of the connection and relocation to cranial on (B)(6) 2020. X-ray image now shows fracture of the s1 screw on the left, below the tulip. Intraoperatively, the s1 screw on the right, below the tulip, also broke when the cover screws were loosened. Exchange of screws in s1, and extension to l4 with ucentum and tezo t.

Event description:
Screw breakage. See manufacturer narrative for details. Report 1 of 2..